Event description:
The consumer reported, her daughter used the product for four to five hours on her knee. When the patch was removed, the consumer described redness with a blister which caused a scar. The consumer treated the area with triple antibiotic ointment and bandages, the consumer consulted with her doctor a couple of days later, but did not receive treatment for the injury.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.